Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): there was no activity outside of normal use. The total daily dose added up correctly and reflect user's programmed basal rates. Several canceled boluses are observed in the bolus history. Pump powers up normally and pairs with a test meter successfully. The pump ran for 24 hours, no alarms occurred during testing. The keypad rubber is undamaged. All buttons respond normally to presses. The pump passes a 29 hour flow accuracy test and is found to be delivering within the required specifications. No moisture ingress and there was no defect found.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following: his son's pump is not recording boluses or total daily dose correctly. Father states that he or his wife give their son his boluses for ezbg in the early am hours, about 6 am, and those are generally in his bolus history, but the other boluses during the day/evening are sometimes not showing in the bolus history or total daily dose history. On review of history, pump not showing that it was primed this evening, last prime showing in history is (B)(6) 2012. The son saw drops coming out of the tubing during priming tonight. Steps were completed in the rewind/prime menu this evening. Father states that his son's blood glucose (bg) levels have been elevated and the health care provider (hcp) is asking where the data is on download as bgs and boluses are not showing at all the times that they should be. The patient had a bg of 524 mg/dl at 718 pm on (B)(6) 2012, (no ketones, moderate headache, and upset stomach) customer technical support (cts) reviewed the history menu with father, explained it as reviewing it. Explained that bgs seem to reflect accurately based on data obtained. However, cts could not recreate this issue over phone, but will replace pump under warranty, per person who reviewed case also. Time and date set correctly in pump. The patient has an appointment coming up next week, and hcp wishes more data to be able to make adjustments to his settings. This is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia.